Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms of dizziness and blurred vision, prompting a visit to the emergency room (ER) for evaluation. Upon arrival, the patient¿s blood glucose (bg) meter reading was 34 mg/dl, while the cgm displayed a reading of 134 mg/dl. The patient was using an omnipod insulin pump at the time. Due to the discrepancy between the bg meter and cgm readings, the cgm sensor was removed. The patient reported not receiving any medication or treatment during the ER visit; however, given the low bg level of 34 mg/dl, this seems unlikely. After approximately three hours in the ER, the patient was discharged with a bg meter reading of 150 mg/dl. At the time of reporting, the patient stated they were feeling ¿okay.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.